Manufacturer narrative:
Other, other text: d10, h3, and h6 - health impact and evaluation codes updated device evaluation: one device was returned for investigation. Visual inspection noted: the device was received with a pole clamp that has gouges in the center, scuffed front cover, power switch and switch label look to be melted on the bottom right corner of the switch, in the center right side of the water tank cover there looks to be a small melted spot. Upon opening the front cover it was discovered that the light emitting diode (led) lights were coming off the board and the liquid crystal display (lcd) was missing one standoff. Functional testing confirmed the complaint when the device would not power up. Root cause was attributed to a damaged printed circuit board (pcb); which was likely caused from usage and handling damage. The product was beyond a year from it's manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not required. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Replaced: pcb, power switch cable, power switch retainer, water tank cover, pole clamp assy, front cover. Performed preventative maintenance (pm). The device passed all functional testing after the completed repairs.

Event description:
It was reported that the indicator lights and buzzer were not functioning correctly. No audible alarm when the fluid level is too low and when disposable is disconnected there is no sound. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI section of are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: additional information - b5 updated: it was discovered prior to any patient use. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in complaint file attachment, this complaint has been closed as unconfirmed. If the product is returned, this complaint will reopen for further investigation. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.. Therefore no manufacturing or service records review is needed.